Event description:
Customer reported the gas module ii monitor power would not stay on, which may have resulted in loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced power switch. Unit was tested to factory's specifications.